Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door not recognized when closed" as a door not fully latched alarm. The alarm was caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.